Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement and that the buttress had been torn from the distal end of the reload. Functionally, the reload was loaded into a pmv instrument. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, for the 2nd firing for the rectum resection, the surgeon articulated the jaws three times and clamped the tissue, however the articulation was terminated and the jaws wobbled. Then the surgeon removed the device from the tissue, returned the jaws to the straight position, articulated the jaws again and clamped the jaws, however the neoveil sheet was detached from the cartridge. The surgeon said the tissue was thick. Additional tissue resection was required due to the issue. The procedure was completed with another device. The status of the patient is no problem.